Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported that during an infusion, the pump showed air in line with no alarm, the pump was replaced but the issue remained. There was no other physical damage noted. The set was replaced and therapy resumed. There was patient involvement with no patient harm in the event.

Manufacturer narrative:
A picture of a primary plum set inside a plastic bag was returned. Received one (1) used list #142560488 primary plum set attached to a bag spike adapter with spiros. No damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The set was also leak tested per specification. No leakage was observed.the complaint of pump showed air in line and issue remained even pump is replaced could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint